Event description:
Home pt (hp) reports leak from hole in pt extension line noted during apd treatment. Hp reports they went to unit "a couple of days" following incident after noting some abdominal cramping and cloudy dialysate fluid. Rn reports hp was diagnosed with peritonitis on 05/01 at the hosp and was treated with antibiotics: cefazolin 1.5gm/day ip, and ciprofloxacin 500 mg/day po for two weeks. Rn reports however, that hp did not take the ciprofloxacin as instructed. Rn reports hp was not hospitalized as a result of leak, and that hp has responded to treatment.